Manufacturer narrative:
A titan pump, cylinders 1 and 2, and the detached inlet tube with connector were received. The detachment end through the pump strain relief showed the surfaces to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the pump. The detachment end of the exhaust tube of cylinder 1 showed the surfaces to be rough and irregular. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the detached inlet tube or connector. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the detachment end through the strain relief of the pump indicates that sufficient stress(s) may have been exerted on this site to separate it while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Review of lot # for complaint trend, nonconforming report and CAPA review. No trends noted.

Event description:
According to the available information, the inflatable device was explanted due to reported cylinder tubing break, located at the base of the pump. Another inflatable device was implanted as a replacement.